Event description:
It was reported that following a coronary drug eluting stenting treatment procedure the pt experienced an acute thrombosis. In 2005 the pt presented with an acute myocardial infarction. Plavix was given and then the pt was taken to the cardiac catheterization lab (ccl) for intervention. The target vessel was pre-dilated with a 3.0 x 9 mm quantum maverick balloon. The physician then deployed a taxus express2 3.0 x 8 mm drug eluting stent at 14 atm in the ostial circumflex (cx) artery 1 to 2 mm from the left main artery. The vessel was post dilated with a 3.25 x 8 mm quantum maverick balloon at 20 atm. Angiomax had been given during the procedure and the stent placement was completed with good results. Ivus had not been used for this procedure. The stent thromboses while the pt was being taken off the procedure table; a clot had formed in the entire vessel. During this, the pt experienced a ventricular fibrillation arrest. The vessel was then successfully reopened with a 3.0 x 8 mm voyager balloon and the pt was taken to surgery. The physician reported the pt has "recovered well."